Event description:
On (B)(6) 2014, a 25 mm trifecta valve was implanted. In (B)(6) 2017, aortic regurgitation was observed and on (B)(6) 2017, the valve was explanted. Ex vivo, one of the cusps was torn from the top of supporting post to the nadir. A second 25 mm trifecta valve was implanted.

Manufacturer narrative:
The results of this investigation concluded leaflets 1 and 3 were torn. There was pannus ingrowth on the outflow surface of leaflet 3, and the inflow surface of leaflets 2 and 3. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the pannus and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.